Event description:
The lead was implanted on (B)(6) 2011. Chest xray shows insulation defect on rv lead at suture site (suture too tight/not properly on suture sleeve) the procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).